Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, analysis indicates that the intermittent sensing allegation was not confirmed however, the product failed labeled longevity allegation was confirmed. There was body fluid contamination in the lead barrels upon external visual inspection. The device functioned normally throughout testing. Analysis concluded this device did not experience a component malfunction or premature battery depletion, and replacement indicators were displayed appropriately relative to the actual battery condition. However, service life fell slightly short of longevity expectations as outlined in the instructions for use originally approved for and distributed with this device. Longevity calculators have since been refined to better reflect actual device performance and current clinical practices. Further investigation noted that the device was not operating near a bin edge. In addition, it was determined that, although this device experienced normal battery depletion, it declared end of life (eol) earlier than previously estimated.

Manufacturer narrative:
(B)(4).

Event description:
Boston scientific received information that this pacemaker appeared to be pacing on the t-wave. Additional information obtained from the field representative confirmed that this device had intermittent undersensing as it had reached end of life (eol). Device changed out for normal battery depletion. No adverse patient effects were reported.